Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the red rubber intermittent catheters 20fr, they changed the manufacturing so now the customer was having trouble inserting it (B)(6). At the end of the catheter when inserting it's really thin, so thin it will poke the customer which will make him bleed. Customer was really satisfied with the old ones (B)(6) and never had any trouble with it.